Event description:
It was reported that a patient underwent surgery for a proximal hip fracture on (B)(6) 2014. During the procedure, three instruments were identified as worn. The threads on the blade guide (part number 357.369) were worn and prevented the buttress compression nut (part number 357.371) to turn freely on the sleeve. The buttress compression nut did not lock onto the 130 degree aiming arm (part number 357.366). The following was reported: there was no surgical delay; the procedure was successfully completed; and the patient status was good. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosisnemcomed (presently avalign technologies ¿ nemcomed division) manufactured the blade guide sleeve for trochanteric fixation nails, p/n 357.369, and lot number 5220713. Threads were observed nicked and dinged. The complaint condition (threads worn) is due to an unknown cause. The part initially conformed to all requirements per the certificate of compliance (dated august 22, 2006) and was inspected / conformed to the synthes incoming final inspection sheet number ip-357_369-20, revision authorized february 9, 2006 which included a 100 percent inspection of the thread specifications with gage (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. On (B)(6) 2014, it was reported by the reporter that the patient was thought to be male. Date instrument became worn is unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history record was conducted. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Placeholder.

Manufacturer narrative:
Additional narrative: event date: (B)(6) 2014. Pro code: fzx.

Manufacturer narrative:
Additional narrative: product development event evaluation: the blade guide sleeve, buttress compression nut and 130 degree aiming arm were returned. All returned parts are part of the synthes titanium trochanteric fixation nail system, which provides an intramedullary approach for the fixation of fractures of the femur, information provided per the synthes titanium trochanteric fixation nail tfn system guide. All returned products range from approximately 5 to 8 years old. The materials are adequate for its intended use. All returned parts were mated together and due to wear and tear on guide sleeve, the buttress compression nut was not able to move as freely on the guide sleeve. Nonetheless, the product performed as intended and as noted in complaint, it was used successfully during procedure. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is indeterminate from a design perspective.